Event description:
Loose cup identified by clinical assessment and radiolucent line around cup on x-ray. Radiolucent line around cup also seen on MRI. Revision surgery required for a loose cup. Surgeon used a depuy gription cup ceramic ceramic for the revision implant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tritanium revision cup 54mm. An evaluation of the device cannot be performed as the device was retained by the surgeon for clinical research and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Method and results: device evaluation and results: review of the provided image indicates that there is bony on-growth on the reported shell. Dimensional and functional inspections were not performed as the device was not received for evaluation. Medical records received and evaluation: not performed as insufficient information was provided. Review by the clinical consultant of the provided picture indicates bony on-growth on the shell. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: although the reported event indicates shell loosening, bony on-growth is noted on the reported shell. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes findings and patient history are needed to determine the root cause.

Event description:
Loose cup identified by clinical assessment and radiolucent line around cup on x-ray. Radiolucent line around cup also seen on MRI. Revision surgery required for a loose cup. Surgeon used a depuy gription cup ceramic for the revision implant.